Event description:
It was reported that the user was receiving glucose readings on the freestyle libre 3 plus mobile app but not on the ilet, consistent with the sensor being paired to another device and resulting in the ilet operating in bg run mode after an extended period without a cgm. Symptoms included hyperglycemia up to 400 mg/dl as reported on the mobile app. Outcomes included no hospitalization, no alerts or alarms from the ilet, and user education regarding bg run mode and time constraints. Investigation included complaint handling, troubleshooting, and user education on cgm pairing requirements and therapy continuity. Investigation of this case revealed that the cgm sensor was in use by another device, which prevented data transmission to the ilet and necessitated manual bg operation until a compatible and correctly paired sensor could be obtained. It was concluded, based on previously established findings for similar reports, that the cause was user setup error and use error related to pairing the sensor to the mobile app rather than to the ilet.